Manufacturer narrative:
Per additional information received, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
There was an alert 113. The patient temperature was 36c, target temperature was 37c and water temperature was 31c. There was good flow rate, good fit to pads, and a water level with 4 bars. They emptied 400 cc off right drain port and put the device in manual mode set for 42c. They called back 10 min later and water temperature was in the 41c range. Ms&s explained overfill and troubleshooting and when device should be filled with water. Per follow up 1 on 07jan2021 via nurse, stated all issues were resolved during troubleshooting. Patient completed therapy with no further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was an alert 113. The patient temperature was 36c, target temperature was 37c and water temperature was 31c. There was good flow rate, good fit to pads, and a water level with 4 bars. They emptied 400 cc off right drain port and put the device in manual mode set for 42c. They called back 10 min later and water temperature was in the 41c range. Ms&s explained overfill, troubleshooting and when device should be filled with water.